Event description:
The manufacturer received information alleging a bipap a 40 that was alarming for ventilator inoperative alarm conditions. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device's main board needs to be replaced to address the issues.